Event description:
Customer had received high readings for the past few days. The customer received a result of 351mg/dl and did not eat or take medications. The customer was not feeling well, spouse tried to get pt to eat but they would not because of the reading they had received. The customer was later found laying in bed incoherent, with slurred speech and clammy skin. An ambulance was called and they received a blood glucose result of 38mg/dl. The customer was taken to the hosp and was given glucose and a meal to eat. Three hours later the customer's blood glucose was 98mg/dl and they were released. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.